Event description:
Caller states customer was unable to test his blood glucose while having high blood symptoms due to a device error on the aviva system. Customer tested 448 mg/dl on an unspecified meter and was taken to the hospital. Customer tested 448 mg/dl on professional meter and was prescribed glipizide. Requested return of suspect device and replacement was sent.